Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) an automatic filling error occurred during an in-hospital inspection. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit but resolved the issue over the phone. To resolve the failure the fse reminded the user to use the extension tube of the balloon catheter. Because the extension cable was not being used this caused the autofill failure. The unit was not evaluated by the fse , however the user reported once using the extension cable the unit behaved as expected.

Event description:
It was reported that during an in hospital inspection, the cs300 intra-aortic balloon pump (iabp) reported an autofill failure. There was no patient involvement reported.